Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the brush that was being used to clean the subject device was pulled out with a yellow hue and debris. Even though the device was reprocessed, the debris could still be seen in the channels. The issue was identified during service and maintenance and there were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. Although the device was not returned to olympus for inspection, the reported failure was confirmed by an endoscopic support specialist. Based on the results of the investigation, a definitive root cause for the yellow hue and debris could not be identified, however it is likely the reported issue occurred because the customer did not fully follow the instructions for use (IFU) during reprocessing (initial brushing only once). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.